Event description:
On (B)(6) 2011, the father reported that his son experienced elevated blood glucose of 300-400 mg/dl while using the infusion device. The father then decided to use the same infusion device, and his blood glucose elevated to above 600 mg/dl. Pt and father's normal blood glucose range is 100-150 mg/dl. Both were able to treat hyperglycemia using injection therapy. Infusion set, cartridge, and battery were used per specification. It was unk when the adapter was last changed. No error messages were received on the infusion device, and all buttons on the infusion device work correctly. Insulin was not expired, and there were no air bubbles or insulin leakage in the system. Basal rates and time were programmed correctly, and the bolus history was correct. Pt changed his infusion set 6-7 times, but high blood glucose persisted. The father believes the infusion device is not delivering the basal rates correctly. Pt's blood glucose decreased immediately after he switched to his father's insulin device. Follow-up was completed with the father on (B)(6) 2011. The father reported his blood glucose returned to normal after he switched to pt's backup infusion device. Infusion device was replaced and requested for evaluation. Infusion set, cartridge, and adapter were also requested for evaluation. The pt and father did not require treatment form a health care professional or second party to address the issue.